Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Event description: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries were replaced to correct this condition. Additional information: this is involving a pump with software version 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.